Event description:
Customer advised of one incident where the patient specimen was rejected at the main laboratory based on poor separation between the plasma and cells. The gel appeared not to fully formed allowing cells to migrate into the plasma. The customer's draw site, prevea plymouth, believes there were no issues that day with specimens not separating correctly during centrifugation. Customer site draws out-patients, specimens are immediately centrifuged after draw on a hettich eba20 at 5000 rpms (2991 rcfs according to hettich information) for 5 minutes. Specimens are transported to the lab daily and are tested in under 24 hours. No other reports of specimens not separating from the identified lot.

Manufacturer narrative:
Complaint statement (B)(4): received 1 rack of 454247p/b22013gu for evaluation. No pictures were provided. We have no remaining inventory of the material/batch. We have no further complaints for the material/batch. A check of quality, production, and maintenance records did not reveal any deviations which could be associated with the reported error. Customer returned samples were visually and functionally evaluated (filled and centrifuged at 1800g for 10min (minimum of recommended conditions)). No deviation with the function of the gel barrier could be observed. The alleged malfuntion could not be duplicated.